Event description:
It was reported that the image of the tipcam sometimes blacks out momentarily. And orange gasket is also exposed from the camera head cable connection. The exposed gasket was found on some tipcam scopes at their incoming inspection. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, "image blacks out, gasket exposed", could be confirmed. The visible seal at the cable connection was reviewed as part of the inspection. The thermal damage to the light guide and the loose contact in the cable is typical wear phenomena that occur over the course of the product's service life. Mechanical damage at the distal end and on the shaft are typical signs of improper handling or external mechanical impact. The operating hours recorded at the time of the inspection were 307.35 hours. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).